Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) for hyperglycemia. According to mother, the patient's blood glucose levels reached between 260 mg/dl and 300 mg/dl while wearing the pod. Symptoms reported include nausea, vomiting and chest pain. The patient was treated with insulin intravenously and medicine for chest pain; he was also treated for diabetic ketoacidosis, but due to elapsed time for seeking treatment this could not be diagnosed. The patient was released after spending 4 hours in the ER.